Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 500mg/dl. The customer stated that the insulin pump basal rates seem to have stopped. Troubleshooting was performed. Reviewed the histories on the insulin pump and appeared to be correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.